Event description:
The reporter indicated that a12.6mm vticm5 12.6 implantable collamer lens of -6.0/6.0/066 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Lens remains implanted. Cause reported as unknown.if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that a12.6mm vticm5 12.6 implantable collamer lens of -6.0/6.0/066 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Lens remains implanted. The problem is resolved and the "patient is happy and will check in a year." Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).